Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Explant date is estimated. Date of event is unknown.

Event description:
It was reported that the patient had a possible cranial infection. As a result, the system was explanted around (B)(6) 2020.